Event description:
Patient's medical records received. Records indicate the patient was revised to address pain and stiffness.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).